Manufacturer narrative:
Date sent to the FDA: 03/11/2011. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device product code associated with this event is not known. Two possible product codes are reported as follows: product code - j416h, product code - j259h.

Event description:
It was reported that a patient underwent an open reduction internal fixation procedure of the radius on (B)(6) 2010 and suture was used for closure. Post operatively, the patient experienced irritation at the incision site with redness and swelling. The surgeon opines the inflammation is a result of the suture. The patient was treated with oral antibiotics.